Manufacturer narrative:
Date of event: exact date of event was not provided. The best estimate date is between december (B)(6) and (B)(6) 2017. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient was dissatisfied with the zxt225 intraocular lens on the right eye (od). The lens was explanted from patient's eye. The lens was replaced with a zct225. No additional information was provided.

Manufacturer narrative:
Device evaluation: the device was not returned at the manufacturing site; therefore product testing could not be performed and the reported complaint could not be verified. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Historical data analysis: a complaint history search revealed that no similar complaints were received for this production order number to date. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. The complaint cannot be confirmed all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.